Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had blood at site for two infusion sets and also mentioned that their blood glucose level was 500mg/dl at the time of the incident. The customer stated that they have treated with a manual injection and declined to troubleshoot for the high readings and blood at site issue. The customer will be sent replacement infusion sets. The infusion set in question will be returned for analysis.